Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined but suspected to be caused by fatigue from non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2018 that a sign im nail implanted to repair a fracture was replaced due to a non-union and broken nail. The broken im nail was replaced with a 10mm x 380mm standard nail per the sign technique manual.